Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: lens remains implanted. Phone: (B)(6). Device evaluation: the complaint product was received on october 7th 2020 at the jjsv (B)(4) site. It was returned in a plastic bag and the plunger was found to be in a fully advanced position. All the components were correctly engaged. No assembly error and/or defect related to the manufacturing process was observed. A small amount of lubricating material residue was observed in the device. The lens was not returned for evaluation as it remains implanted. The device was disassembled to investigate the components condition. All the components looked to be in good working order and there was no problem identified that may have led to the reported issue. Therefore, the reported issue could not be verified by the manufacturing site as related or originated during the manufacturing process. Based in the analysis of the sample returned product quality deficiency was not identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the lens the doctor saw a small, clear part of plastic on the lens. This plastic piece was removed without any issues. Patient outcome was reported as good. No additional information was provided.